Event description:
It was reported that the patient experienced peritonitis and subsequently died, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event and remained hospitalized. It was not reported whether the patient was discharged from the hospital prior to the death. The patient was scheduled to start an antibiotic treatment for the peritonitis, but further details of the treatment were not reported. The cause of the peritonitis event was unknown, although it was thought to have been acquired while the patient was in the hospital for a previous, unrelated issue. The patient was reported to have been recovering from the peritonitis prior to dying. It was not reported if the pd therapy was ongoing until the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested and was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lots h13h20055, h13h30047 and h14a07064. No deviations were found related to this reported condition during the manufacture of any of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of patient death was not reported. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for the potentially associated lot numbers h13h20055, h13h30047 and h14a07064. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).